Manufacturer narrative:
Implant regio 43 fractured. Construction was abar placed on 2 implants in the lower jaw. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.